Event description:
Related manufacturer reference number: 2017865-2021-38214. It was reported that a patient presented in-clinic for a lead reposition procedure and reported discomfort. Prior examination of the right ventricular (rv) lead revealed loss of capture and dislodgement was suspected on the rv lead. During the procedure, the rv lead helix was difficult to both retract and extend. The rv lead was explanted on (B)(6) 2021. When attempting the place a replacement rv lead during the procedure, high pacing impedance was noted on the replacement lead. The second rv lead was removed and replaced a second time, and the procedure was completed successfully. No patient consequences were reported.

Manufacturer narrative:
The reported events were loss of capture, lead dislodgment, and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued at the connector region. After cleaning, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and overtorqued inner coils consistent with procedural damage. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.